Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a fascicular vt ablation procedure, an effusion was noted requiring a pericardiocentesis and placement of a drain to stabilize the patient. After mapping the left ventricle via retro aortic access, ablation began. During ablation on the ventricular septum, the anesthesiologist noted the patient was not responding to pressors. Ice was put back via femoral access and a pericardial effusion was noted. A couple more lesions were placed on the ventricular septum (that is where the ablation target was located) and then the catheters were removed. An echocardiogram was performed which confirmed an effusion. A pericardiocentesis was performed and a drain was placed to stabilize the patient.